Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The failure was caused by the magnet on the bottom of the gripper becoming disconnected from the grip rail. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was unable to take control and enable follow on matching grip (fomg) with the right master tool manipulator (mtmr). The mtmr was being used to control the universal surgical manipulator (usm) 3 and usm 4. Prior to calling in, the customer power cycled the system with no change. The technical support engineer (tse) viewed system in artemis and found an instrument installed on usm 4 and requested surgeon attempt to take control while monitoring in artemis, but the issue persisted. Tse then had the customer perform a hard power cycle of the console and vision side cart (vsc). System powered back on without error, but the surgeon was still unable to take control of usm 3 and usm 4 with mtmr with a continued prompt to fomg. The customer had opted to proceed with the open surgery. Field service engineer (fse) to follow up. The procedure was converted to open surgery with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) had a missing magnet on the levers. The gimbal levers with magnets will be replaced as a fix.